Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. The patient experienced inaccurate cgm values the day after the sensor was inserted in the abdomen. On (B)(6) 2024, the patient experienced dizziness, loss of consciousness, and seizure. The cgm was reading 61 mg/dl and the blood glucose reading was not checked. The spouse called 911 and the bg by emergency medical services was 38 mg/dl. The cgm reading at that time was not documented. The patient was treated with d50 - sugar serum and was transported to the hospital. The patient stayed in the hospital for 1 day and recovered after treatment. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.